Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off from the left side. The device was tested for functionality; it was cycled, and ejected the remaining clips due to the jaw and cam condition. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device did not fire during a lap chole procedure. Another one was used to continue the case. There was no patient consequence.